Event description:
A consumer reported having essure inserted on (B)(6) 2012. It caused severe side effects for 11 months until she had it removed by hysterectomy on (B)(6) 2013. The side effects included severe cramping, back pains, massacre bleeding for weeks at a time and fatigued all the time. Three attempts were made to obtain follow-up with no response to date.

Manufacturer narrative:
Follow up information received on 29-jun-2016: legal claim was received for this patient; this report is considered legal case from this date forward. The plaintiff was implanted on or about (B)(6) 2012; after being implanted with essure, she suffered from severe and permanent injuries. Company causality comment: this spontaneous case report was received via regulatory authority in united states and refers to a female consumer who had inserted essure (fallopian tube occlusion insert) and experienced severe cramping, back pains, massacre bleeding for weeks at a time, and fatigued all the time. The consumer had essure removed by hysterectomy due to the reported events. Severe cramping, back pains, and massacre bleeding for weeks at a time are listed in the reference safety information for essure. Fatigued all the time is unlisted. All reported events are considered serious due to medical importance. As temporal relationship between severe cramping, back pains, massacre bleeding for weeks at a time and essure use is positive and based on device safety profile, causality cannot be excluded. The reported fatigue was considered as unrelated to essure due to event's nature and device local action into the fallopian tubes. Product technical complaint investigation received: based on the available information there is no reason to suspect quality defect. This case was considered an incident, since device removal was required. According to additional information, this case became legal.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.